Event description:
A patient was in the prone position on the jackson table. During surgery, the surgeon asked the anesthesiologist to tilt the bed towards the patient's left side. The bed was unlocked and it flipped. The patient slid to the floor, was extubated and the intravenous catheter came out. The patient was reintubated immediately and lifted back onto the table. The open wound was copiously irrigated.

Event description:
A patient was in the prone position on the jackson table. During surgery, the surgeon asked the anesthesiologist to tilt the bed towards the patient's left side. The bed was unlocked and it flipped. The patient slid to the floor, was extubated and the intravenous catheter came out. The patient was reintubated immediately and lifted back onto the table. The open wound was copiously irrigated.